Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was not provided.

Event description:
It was reported that the devices experienced nuisance air in line alarms over the past couple of weeks. The nursing staff will respond to the device alarm to find no air in the line. The nurse will often change out the pump module and restart the infusion, only to have the device alarm again. The nurse will then change out the tubing set and the device will take up to 10 minutes to stop alarming.

Event description:
It was reported that the devices experienced nuisance air in line alarms over the past couple of weeks. The nursing staff will respond to the device alarm to find no air in the line. The nurse will often change out the pump module and restart the infusion, only to have the device alarm again. The nurse will then change out the tubing set and the device will take up to 10 minutes to stop alarming.

Manufacturer narrative:
Correction: disregard file (after review it was determined that the issue mentioned by the customer is not reportable as there were no reports that the 10 minute delay impacted the patient's infusion therapy and that the issue was addressed after the tubing set was replaced.)